Event description:
Floseal matrix never dissolved with the thrombin/saline mixture. Defective product. Unable to mix items for use. Product removed -not used. Another floseal product used without problem. This never went into the patient.what was the original intended procedure?surgical hemostasis.device #1is this a laboratory device or laboratory test?no.